Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision.asr resurfacing.left.reason(s) for revision: pain / component loosening (awaiting confirmation of which component so both reported as loose).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing. Left. Reason(s) for revision: pain / component loosening (cup). Update - amended hip side, taken from claimsuite dated 3rd july 2014. Right. Update - attached legal document, marked as legal, added patient name, gender and date of birth, filled in all expiry dates. Taken from legal doc dated 8th dec 2014. (B)(6).